Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-dec-2017 with the following findings: the pump electrical current draws were within specifications. The power flex and other components were inspected with no defects found. The pump was opened; no damage was observed to the power circuit. No evidence of moisture was observed internally or in the battery compartment. The temperature issue was reported to have happened on (B)(6) 2017 but the black box indicates the pump was in use until (B)(6) 2017. Therefore the black box data for (B)(6) 2017 was overwritten. The current black box showed no evidence of voltage drop, power loss, or temperature issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.